Manufacturer narrative:
The insulin pump passed displacement test, however motor error alarmed during rewind due to motor gearbox jammed. Analysis was unable to verify for operating currents and unable to perform basic occlusion, occlusion, prime, excessive no delivery, self test and unexpected restart test due to constant motor error alarm. No cosmetic damage noted during testing.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 328 mg/dl at the time of incident. The insulin pump was returned for analysis.